Event description:
On (B)(6) 2024 patient had a cataract procedure. During "chop", the phaco machine in or 2 was saying "occlusion" but it was still working ok. Switched to "dense" setting and finished the case. At the end, needed to put in 2 10-0 nylon sutures because the patient had a microscopic burn on cornea or "phaco wound burn", per doctor from the phaco handpiece getting too hot. Will keep sutures in for 3 months; can remove after. Issue was reported to alcon. Complaint reference # (B)(4).